Manufacturer narrative:
PMA/510(k) # k162717. Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for evo-fc-r-20-25-10-e of lot c1637318 could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file will capture the user error of chemotherapy being carried out on the patient who had undergone an esophagojejunostomy and had had a stent placement to treat a benign stenosis of the esophagojejunostomieanastomosis. The stent was removed on day 50 as the stent was no longer needed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c1637318 did not reveal any discrepancies that could have contributed to this complaint issue instructions for use and/label the instructions for use, ifu0067 which accompanies this device, states ¿after stent placement, alternative methods of treatment such as chemotherapy and tumour shrinkage should not be administered this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/label. As per instructions for use ''after stent placement, alternative methods of treatment such as chemotherapy and tumour shrinkage should not be administered this may increase risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.¿¿ it is known from the available information that the patient received chemotherapy after stent placement. Confirmation of complaint is confirmed based on customer and/or rep testimony. Summary of investigation according to the customer the patient received chemotherapy after stent placement. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Stent removed endoscopically 50 days post stent placement as it was no longer required. Investigation findings conclude a definitive root cause was established. The user had not complied with the requirements of the IFU with respect to the intended use of the device. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 02-jun-2023.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-r-20-25-10-e device of lot number c1637318 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study ¿mdr2054¿ to capture 01x case of off-label use and use error. The following were also raised in response to this pmcf study: - pr (B)(4) - patient 104-009 stent #2- stent dislocation, dysphagia + user error (chemotherapy) (emdr #3001845648-2022-00836). The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use and/or product label. It should be noted that the instructions for use (ifu0067) states the following: ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase the risk of stent migration due to tumour shrinkage, stent erosion and/or mucosal bleeding¿. As per the pmcf study, follow up chemotherapy was administered to the patient and is therefore in contradiction of the IFU as above. Upon reviewing the complaint detail/events provided in the pmcf study, it was noted that the device was used against the intended use outlined in the IFU. As per the IFU, the intended use is listed as follows ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿ while the complaint device was used ¿stenosis of the esophagojejunostomie-anastomosis¿. As per clinical input, this is a contradiction of the intended use and is therefore deemed off-label use for treatment of altered anatomy. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use and use-error were identified from the available information. The complaint was deemed off-label use due to the use of the evo-fc-r-20-25-10-e device being used to treat altered anatomy ¿stenosis of the esophagojejunostomie-anastomosis¿. Furthermore, as the patient received chemotherapy during follow up, as noted in the pmcf study, this complaint has also been deemed use error as the IFU notes that alternative methods of treatment such as chemotherapy and radiation should not be administered post stent placement. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the pmcf study, 50 days post-stent placement the stent was removed as it was no longer required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to the completion of the investigation on 22-feb-2024 updates made to capture off label use.

Manufacturer narrative:
PMA/510(k) # k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Patient (B)(6) off label use/user error: patient received chemotherapy after stent placement and stent was removed. Stent 1: evo-fc-r-20-25-10-e (c1637318). Event details: was tumor-reduction therapy documented during follow up: yes - chemotherapy received. User error: as per IFU - "after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding". Patient outcome: at the conclusion of follow-up what was the status of the study: stent removed endoscopically 50 days post stent placement reason for removal: stent no longer needed were there any medical problems or complications documented after the study procedure and through follow-up medical record review? No primary reason for study exit: malignant indication-through 6 months post stent placement.